Manufacturer narrative:
There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture/release to warehouse date: nov 29, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device is undergoing investigation. The results are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the polyaxial head placement tool was broken into two pieces. At the center of the tip of the working end, a small piece had broken off. This was found in sterile processing on (B)(6) 2016. There was no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. It was reported that the polyaxial head placement tool (03.632.037 lot 6702153) was found to be broken during sterile processing; no patient or surgical involvement. The returned instrument was examined and the complaint condition was able to be confirmed as the blocker was received broken from the outer shaft. Further examination showed evidence of laser welding both the blocker and the distal portion of the outer shaft. The complaint condition was unable to be replicated due to post-manufacturing damage. No definitive root cause was able to be determined. The blocker is only laser welded to half of the outer shaft body, making it vulnerable to breakage in the area of the laser weld; as such the failure mode is consistent with rough handling. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.